Event description:
Additional information was received from the patient. They called back with their husband on the call and they reported the same information as in the original call. They reported that the shocking resolved with the left side when they turned the stimulation off, but beginning on (B)(6) 2023 the shocking began on the right side. They have turned the stimulation off and that resolved the shocking, but they were still sore from it. Inquired if any services codes or messages were seen on the screen when they connected to either implant and they did not see any. They tried calling the nurse at the hcp's office and they redirected them to patient services. Reviewed with the caller that there was not a way to run any diagnostics remotely. Reviewed that they will need an hcp for that. Reviewed option of changing programs to see if that will allow them to get therapy with no shocking. They were not sure if they wanted to try that during the call, but are familiar with how to do it later if they choose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient said they have a stimulator on the left side and a stimulator on their right side and sunday (yesterday) they noticed a horrible shocking pain on the left side where the stimulator is located, almost like it has a short in it or something. Patient said it is so bad that, 3 times last night they screamed to their spouse because it was very painful, it stopped, sort of, but they are still sore from what it was doing to them and they are having difficulty walking almost like a pinched nerve or something . Agent reviewed the option to turn therapy down or off on the side until they can follow up with their doctor. Patient was successful to synch with their implanted neurostimulators and confirmed the sho cking sensation stopped when they turned it off. Pt said they have not had any falls or traumatic accidents, no other medical tests or procedures. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt also stated since getting their current inss they noticed the feeling of "like a knot in it" like a bump at the ins site and they never had that with any prior interstim device. Pt said their hcp has retired they usually work with the other hcp at the urology office who recommended they call manufacturer.